Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient felt a shocking sensation and was about to fall down so she turned the stimulation off after several time of uncomfortable stimulation. The patient has an insulin pump and sgm sensor of more than 5 years. She had the ins implanted on (B)(6) 2021. The ins had been programmed as basic and was sent home without programming adaptive stim (as) mode. After 7 days she came to hospital in order to set up as sensor modality. Ins orientation and programming session completed properly and was sent home. However, an emergency call from the patient was received. She felt an uncomfortable stimulation while her sgm sensor was working together with the ins. The spinal cord stimulation (scs) therapy was off for three days because of her anxiety of repeated situation. The issue was not resolved at the time of this report. The patient was alive with no injury.